Event description:
The following was reported to hamilton medical ag: before the patient was admitted to use a ventilator, the nurse discovered that the o2 cell was malfunctioning. The nurse immediately replaced the machine and notified the relevant maintenance personnel to carry out repairs. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).